Manufacturer narrative:
Medical device expiration date: na. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5107700. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ extension sets tubing separated after the infusion was complete, and 3 sets separated and leaked. The following information was provided by the initial reporter: "extension tubing came apart on chemotherapy after infusion was complete."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. Unfortunately for this material and lot combination, there is no production records. There was no quality issue raised for this set and lot either. H3 other text : see h10.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ extension sets tubing separated after the infusion was complete, and 3 sets separated and leaked. The following information was provided by the initial reporter: "extension tubing came apart on chemotherapy after infusion was complete."